Event description:
Patient had ongoing issues with pain within the lower neck and shoulder area. She underwent a successful stimulation trial. The patient had bilateral cervicothoracic subcutaneous electrodes placed on (B) (6) 2010. At the time her existing generator was replaced for a rechargeable battery, as the new lead were also connected to the new leads and the generator would draw too much energy from the four electrode arrays. After the surgery, the patient experienced difficulty recharging and lost stimulation within the cervicothoracic area, although she maintained leg stimulation on an ongoing basis. Her neck was still hurting. She stated there was heat from the magnet and did not like recharging as it hurt. She also expressed that she did not like the "y" connection that was draining her therapy; she believed it was too big and the location of the device "stinked" in the upper buttock area. She also reported mechanical problems with her lower back. An x-ray revealed that the lead had migrated caudally. On (B) (6) 2010, the patient underwent thoracic laminotomy (t10) for placement of spinal cord electrode arrays to a more rostral site which would provide coverage to the lower back in addition to the legs. The cervical leads were also repositioned. An impedance analysis identified good connections in all locations, although the readings appeared on the higher end of the normal range. During follow-up for suture removal and programming a week after the surgery, no problems were identified. A month later, the patient was able to charge without difficulty experience good coverage in the legs and lower back. One of the cervical leads had migrated again and was reposition again on (B) (6) 2010 after which he was experiencing stimulation in the neck area. During a conversation with the manufacturer's customer service line on (B) (6) 2010, the patient was offered to be directed to the national suicide hotline. The patient stated that she was going to cry and needed to get off the phone. No information related to depression symptoms were reported by the healthcare professional.

Manufacturer narrative:
(B) (4).